Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 4-5 years ago. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised to address dislocation, cup placed vertical with no anterversion. Polyethylene wear on liner.